Event description:
The hcp reported that patient was hospitalized with a narcotic overdose and planned to turn the pump off. Per the manufacturer's representative, the symptoms were lethargy and difficult to arouse. Initially it was felt that the patient's symptoms may have been related to the pump. However, that impression was changed by noting the pump rate was such that the medication being delivered by the pump was not part of the problem. The pump was stopped per the hcp. The patient was treated with a narcan drip and the other medications. No device troubleshooting was performed. The patient recovered without sequela.